Event description:
It was reported that an em2400 valve set experienced connection issues at the inlet valve port which resulted in a leak. The customer felt the valve ports would not quite fit over the valve actuator and would result in the valve port disconnecting from the amino acid fluid flow path during operation. This event occurred at the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter city - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between february 10, 2021 to february 11, 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional system level testing was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.